Manufacturer narrative:
Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the handpiece and the instrument.

Event description:
It was reported that during an unknown procedure, the device was used for a couple minutes and then error 5 popped up. Disassembled and re-assembled, retested and passed. But after a few minutes, error 5 popped up again. Not known how case completed. No pt consequence known.